Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient involved had the catheter placed in the (B)(6) hospital on (B)(6) 2015. It was placed into the right atrium via the right internal jugular vein, and tunneled to the right anterior chest wall, medial to the old tunnel track. When the patient was toweling himself dry, the venous lumen of the cvc broke off 2cm from the hub. As a result, the catheter was removed however it is not known if it was replaced. There was no evidence of over clamping at or around the broken section, and no evidence of trauma to patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed based on sales history and did not reveal any manufacturing related issues. The potential cause of the extension line separating could not be determined based upon the information provided and without a sample.